Event description:
It was reported that the during an MRI scan the patient experienced warmth over the pacer site after a few sequences were performed, 1/10 on a sensation scale. The device remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.